Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the three vividimage 4k surgical displays and found that the monitor had damaged glass. The monitors were returned to steris for repairs. The user facility received replacement monitors. No additional issues have been reported.

Event description:
The user facility reported that three vividimage 4k surgical displays had lines shooting up the display screen. No report of injury.